Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).

Event description:
One endeavor sprint rx drug eluting stent was implanted in the distal rca during the index procedure. Patient was free from symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year follow ups. It was discovered from the social security death index that the patient died 2 years and 3 months post index procedure. No details were provided regarding the cause of death.

Event description:
It is reported that the patient was under hospice care for lung cancer prior to death. Clinical events committee adjudicated the death as cause unknown but non-cardiovascular.